Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter had a bent cannula that led to blood glucose values exceeding 600 mg/dl. Troubleshooting was declined for the high blood glucose since it was a past event. The customer's blood glucose decreased once she changed her infusion set. No products were returned or replaced.